Event description:
Pt with hypertension required renal MRI to evaluate for renal artery stenosis, status post CABG. During exam pt c/o chest pain and "burning sensation" over left chest wall and midline. Symptoms resolved when pt removed from scanner. Two days later superficial erythema and small blister appeared over EKG lead consistent with minor burn.